Event description:
It was reported that the rv lead was explanted due to high impedance of 2300 ohms, sensing difficulty (double counting), apparent lead fracture, and inappropriate shocks. The device was also replaced because when the new rv lead was connected the lead impedance was high at 1800 ohms. No further patient complications were reported as a result of this event.